Event description:
During procedure with the rotablator, the physician used the burr to ablate two right coronary artery stenoses. He had no problem in the first lesion, but when he went to ablate the second lesion, the catheter broke in the artery. Pt status is okay.